Event description:
Pt had colonoscopy as outpatient procedure. Discharge home, came back later, severe pain, seen in ed. Testing showed free air. Pt taken for emergency surgery, to repair perforated viscus/transverse colon. To sicu post op.